Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2007, treating the mid rca with a xience v stent. In '08 the patient was rehospitalized with angina and pain in the left arm. After a diagnostic coronary angiography, another company's stent was used to treat the restenosis successfully. No additional event or patient info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Angina and stenosis are listed in the (IFU) as known adverse events with coronary stenting and are not an indication of a product quality issue. The angina and left arm pain was likely due to the stenosis. The left arm pain may be a result of the patient's overall cardiac function and health. There is no indication of a quality issue and there was no device malfunction; therefore, there does not appear to be any indications of a stent delivery system (sds) quality problem. A conclusive root cause for all reported patient issues, and the relationship to the device, cannot be determined.